Event description:
It was reported one day post operative of a therapy upgrade procedure this left ventricular (lv) lead exhibited high out-of-range pacing impedances which triggered a lead safety switch (lss). The patient also experience muscle stimulation. It was noted that during the implant procedure the physician did have a difficult time finding a branch that would have acceptable threshold values. Subsequently, a lead revision was performed and this lead was explanted and replaced with a different lead. The physician implanted the lead in a different branch and threshold measurements were normal and the patient did not experience any stimulation. No additional adverse patient effects were reported.